Event description:
It was reported that the handpiece began smoking during a surgical procedure. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device smoking could not be duplicated. Service completed any necessary maintenance and repairs.